Event description:
Patient reported that she woke up this morning with fluid and blood on her shirt. She admits she doesn't tighten the connectors tight enough because then it is extremely difficult for her to remove the connectors. She does not know how long she has been off medication but is feeling fine. Advised pt to replace IV connector and do new mix. She states she can't get the connector off. Asked if patient is twisting and pulling off, she said she is very weak and she is having a problem with the twisting and that last time her md office helped her with it. Reached out to nurse clinical educator who went to visit patient and was able to fix the IV connector. Patient has no issues with pump. Serial number not provided the following serial numbers are checked out to the pt: (B)(6). Unknown expiration dates. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. The reported product fault did occur while in use with the patient. The product issue caused or contribute to pt or clinical injury. The actual product is available for investigation. The pharmacy did not replace the product. The pt was able to successfully continue their therapy. Patient's therapy is life-sustaining. Outcome of the event is resolved.